Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise which was being marked as ventricular fibrillation. An x-ray taken of the lead did not show any abnormalities. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.